Manufacturer narrative:
Insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 146 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.